Manufacturer narrative:
(B)(6). Device manufacture date: unknown. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation there was a problem and a capsular rupture occurred. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Through followup we learned that the incident took place on the (B)(6) 2019 and that the lens was in contact with the patient. A posterior capsule rupture occurred leaving the capsular bag unstable. The patient is aphakic. Pre-op visus(vision) 7/10. Another implantation is being planned. No additional information was provided. Updated fields: age/date of birth: (B)(6), sex/gender: female. Date of event: (B)(6) 2019. (B)(4). Device evaluation: material availability could not be verified after several follow-up attempts. No device evaluation could be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.